Event description:
Dr was performing a lower peripheral angiograph. After the first injection series (60cc) the entire image review was lost and the system error was "bypass fluoro." The x-ray system was rebooted and the pt was injected for the second time (exposing the pt to more x-ray and dye). Two days later it was noted that the pt name had been misspelled (medical record # and birthdate correct) which caused the file to be corrupted and the first injection run could not be retrieved. There appears to be no flag to indicate an incorrect entry has occurred in the existing pt demographics.